Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-01928, 0001825034-2024-01929, proposed component code: mechanical (g04) stem visual examination of the provided pictures identified the stem and liner with blood on them, no other information can be obtained from the image. The complaint is unable to be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: cat #: 110024463 / g7 dual mobility liner 42mm e / lot #: 151700. Cat #: 110010244 / g7 osseoti 3 hole shell 52mm e / lot #: 66195140. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately four months post implantation due to a dissociation and peri-prosthetic fracture. The stem, liner, bearing, and head were removed and replaced. Attempts have been made and no further information is available.